Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a laparoscopic hysterectomy, two needles broke. One of the broken pieces could not be retrieved. An x-ray was performed and identified the small piece. The surgeon did not feel comfortable extending anesthesia to locate and remove the piece. Additional information has been requested but not yet received.